Event description:
Revision surgery - the surgeon removed everything. The stem was loose, removed all cup and liner and replaced with new implants; foundation 460 stem, spiked hemispherical cup, polyethylene liner, and cocr head. The surgeon used a different mfrs parts for reimplantation.

Manufacturer narrative:
The reason for this revision surgery was identified as device loosening after (B)(6) days of patient use. There is no information about any patient injuries, activities, accidents, or medical contraindications that may have contributed to the revision surgery. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. (B)(4). The root cause for the device loosening was not determined with confidence. There is no information reported that showed a material, design, or manufacturing problem with the product. There are no indications of a product or process issue affecting implant safety or effectiveness.